Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The IFU further states: the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prime (3.0x33mm) is being filed under a separate manufacturing report number. (B)(4): indications for use.

Event description:
It was reported that a xience prime (3.0 x 33 mm) stent was deployed in a heavily tortuous, moderately calcified mid left anterior descending (lad) artery lesion. The xience prime (3.0 x 33 mm) stent caused some compromised blood flow of the first diagonal vessel and a non-abbott balloon was used to dilate the ostium of the first diagonal vessel causing a long vessel dissection in the first diagonal branch. A xience prime (2.75 x 33 mm) stent was advanced to cover the dissection. The xience prime (2.75 x 33 mm) stent felt resistance with the previously placed xience prime (3.0 x 33 mm) stent in the lad and partially dislodged from the balloon. It was decided to deploy the xience prime (2.75 x 33 mm) covering only 80% of the proximal part of the dissection. A non-abbott stent was used to cover the dissection successfully. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.